Event description:
This is being filed due to air observed in the device before use. It was reported that on (B)(6) 2022, a mitraclip procedure was to be performed for a functional mitral regurgitation with a grade 4. During preparation of the guide, the physician mentioned that there was more resistance than usual while activating the hemostatic valve with the dilator. The unusual resistance was clearly visible. After that the hemostatic valve was not tight and failed the test as evident by air bubbles coming through the valve and inside the sgc shaft. Another device was used in replacement, and procedure went on without issues. There was no patient involvement because it solely happened at prep. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device has not yet returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance/sticking and leak/splash were confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported physical resistance/sticking and leak/splash are both due to the observed missing silicone fluid. The missing silicone fluid was fully investigated under exception action 127118, and the device was manufactured prior to implementation of the corrective action. There is no indication of product issue with respect to manufacture, design or labeling.